Manufacturer narrative:
Insulin pump received with no act button response due to unlocked lcd keypad connector. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was stuck in the missed bolus screen and had a keypad anomaly on the insulin pump. Customer's blood glucose level was 218 mg/dl. Customer received a missed bolus signal. Customer was not able to clear out the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.